Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that a system presented with vacuum issues and a handpiece was occluded during multiple cataract procedures. The procedure was completed. There was no patient harm. This is the second (2) of two (2) reports for this facility.

Manufacturer narrative:
The system was examined and the reported event was not replicated. A follow-up, the customer revealed that the operator had been pushing the incorrect button unintentionally during cases, and that there was no problem with the equipment. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on january 21, 2015. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. The root cause of the reported event can be attributed to the customer unintentionally clicking the wrong buttons on the system. The manufacturer internal reference number is: (B)(4).